Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - noise on the ventricular channel leads to vt/vf detection but without therapy. This is all of the available information at this time. Should additional information become available, this event will be updated.